Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell. Per initial report, the home patient (hp) revealed that one of his bags fell and disconnected and the hc was alarming se 2240. The technical services representative (tsr) explained the alarm. Assisted to troubleshoot the alarm and advised to start over with all new supplies. The tsr then explained the proper set up procedures per the user manual at home guide. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that he did not disconnect from the hc and the bag did not disconnect. The hp stated that the hc was flashing and alarming and he wasn't sure what happened. The hp stated that he had started over with new supplies and resumed therapy. The writer asked if the hp followed up with his peritoneal dialysis (pd) nurse and he said that he had seen the pd nurse the day before and had informed her about what happened. The hp told the pd nurse that he had started over with new supplies and she said that was fine. No patient injury or medical intervention was reported.